Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that lumen with filter (white clamp) would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 22119145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector lumen with filter was blocked and couldn't be flushed. The following information was provided by the initial reporter: "describe the event or problem: lumen with filter (white clamp) will not flush."

Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # 4900240000-2023-8072. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector lumen with filter was blocked and couldn't be flushed. The following information was provided by the initial reporter: "describe the event or problem: lumen with filter (white clamp) will not flush."